Manufacturer narrative:
One 10f bsc direx steerable guiding sheath was returned with the dilator. There were no other accessories. Blood was found on and inside the sheath and dilator. Note: two 10f bsc direx sheaths were returned in the same tyvek bag. There were labels with information attached to the bag, but since the sheaths are the same model and lot number and were not marked, it is not clear which sheath belongs to what complaint number. It is believed this sheath belongs to bsc complaint #(B)(4) based on leakage from the hemostatic valve. According to the event description summary, the hemostatic valve leaked, there were difficulties advancing/withdrawing the catheter and the dilator lumen was obstructed. During the decontamination process, the sheath leaked from the hemostatic valve immediately when water was flushed through the sideport tubing assembly with a syringe. Upon evaluation of the sheath under a microscope, it was found that there was a tear in the hemostatic valve. It was unclear what was meant by "there were difficulties advancing/withdrawing the catheter", so as a precautionary measure the dilator was inserted into the sheath and did so fully and smoothly. When the dilator lumen was checked, it was found that the tip was closed shut and the looked like it had sustained impact damage. A duplicate 0.035" guidewire was inserted into the dilator and passed all the way through fully and smoothly. It was confirmed that the inside lumen of the dilator was large enough to accommodate the 0.035" guidewire. Per manufacturing procedure non-peelable sheath final assembly: assembling the cap and seal visually inspect seals 100% before use. Carefully inspect seals to ensure that the helical center cut is present before assembly. Do not pull, bend or separate seals during inspection. If the seal is not properly cut, reject the seal and do not use for assembly. Notify the appropriate manufacturing supervisor before proceeding. Per procedure destino steerable guiding sheath in-process and final inspection: the leak test is performed according to procedure based on available leak tester. The leak test is performed by manufacturing personnel 100% and is observed by quality assurance personnel at an aql level. Per qa procedure destino dilator in-process and final inspection: tipping sample size: inspect 100% first 5 and last 5 properly tipped dilators. Under 10x magnification, verify the tip is round, no flash, no discoloration or other damages. Insert 0.038" guidewire into dilator through the tip for clearance verification. Per packaging procedure destino steerable guiding sheath and dilator packaging: sample size 100% prior to packaging the product in the tray, inspect product, both sheath and dilator for any damages and make sure the product is free of any loose fm, kinks, damaged tips, etc. Clean stream or deionized air may be used to remove the loose fm. The instructions for use (IFU) informs the user: wet the dilator shaft with sterile saline solution prior to insertion through the hemostatic valve. Place dilator inside the sheath and lock both hubs together. Thread the dilator/sheath assembly over the guidewire, using a slight twisting motion. Note: any device/component inserted through the hemostatic valve of the sheath should be wet and placed through the center of the valve to prevent tearing of the seal and leakage. The dilator has a tapered distal tip and an inner lumen recommended for use with 0.035" to 0.038" guidewire and/or transseptal needle. Do not force the steerable sheath assembly if significant resistance is encountered during the insertion or passage. If resistance is encountered, determine the cause and correct before continuing the procedure. Returned device analysis revealed the sheath and dilator were within manufacturing specifications. There was a hole in the hemostasis valve and the sheath leaked immediately from the valve when tested with a syringe. The potential cause of the hole/leak could be if the dilator (or other device) was not inserted through the center of the valve as per IFU. The leak test is performed by manufacturing personnel 100% and is observed by quality assurance personnel at an aql level. The distal tip of the dilator looked as if it had sustained impact damage. It is possible that the device was dropped, bumped, mishandled or was subjected to unusual stresses. A duplicate 0.035" guidewire was able to pass all the way through the dilator. The tips of the dilators are inspected 100% during the packaging procedure and clearance verification through the dilator is conducted prior to packaging. No manufacturing rejects or anomalies of this type were recorded in the device history record. The sheath and dilator passed all in-process and qa final inspection steps before shipping to the customer, including visual, dimensional and mechanical tests. No manufacturing defects were found. In conclusion, based on the information available at this time it cannot be confirmed that the product failed to meet requirements. No corrective or preventive action resulted after investigation of this event. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type and risk. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Manufacturer narrative:
No product was returned to oscor inc. For evaluation; however, a complaint notification was provided. The device history records were reviewed to confirm that the device passed all applicable in-process and final inspections. Without the return of the actual device in question for evaluation, oscor inc. Is unable to determine the exact cause for this incident. At this time, it is not possible to assign a definitive root cause for the event as reported. The complaint is non-verifiable as the product was not returned for evaluation. Based on the investigation, a CAPA is not required. In addition, there was no new failure mode identified and the risk remains acceptable. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type and risk. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Event description:
The direx steerable sheath was selected for use during the procedure to treat atrioventricular nodal re-entrant tachycardia. It was reported that the sheath was faulty. There was a hemostatic valve leak and they had difficulties advancing/withdrawing the catheter. It was also mentioned that multiple sheaths had dilator lumen obstructed. The procedure was completed successfully by using an alternative device. No patient complication occurred. The event date is march 21, 2024, and the lot number is pqoc17087.